Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received, (B)(4) laboratory technician, (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the insulation was degradated at 4.8 cm from the connector pin. The insulation was abraded from 6.1 cm to 6.2 cm from the e connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.